Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2016 and suture was used to closed a joint capsule. The patient has since experienced two falls resulting in further surgery under general anesthesia on (B)(6) 2016 to revise the joint capsule closure with other suture. During the reoperation, the suture was noted to be broken in two places and wound itself was noted to be oozing. Additional information has been requested.